Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving baclofen via an implantable pump. Indication for use was intractable spasticity and multiple sclerosis. The date of the event was unknown. It was reported the pump had a malfunction. No symptoms were reported. No further complications were reported.